Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for an xlif (extreme lateral interbody fusion) at l4/5. When surgeon removing the screws at s., the screwhead came off. Surgeon left the shaft in the patient. All fragments were left in the patient. The surgery was completed with 30 minutes delay. The patient is not scheduled to undergo another procedure. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) depth gauge for small screws. This report is 1 of 1 for (B)(4).